Event description:
It was reported that mid femur cutting during a cori assisted tka surgery, there was a high pitched noise followed by a system time out notification error. They switched the real intelligence robotic drill and still got the same error. The procedure was completed with manual instrumentation without significant delays. The patient was not harmed beyond the reported problem. After the case, they turned off and re-tried with the real intelligence cori, but it was still giving the error.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6) used for treatment, was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was not confirmed with a functional evaluation. Test cases were run on the console and no timeout errors occurred. No problem was found with the device. Screenshots were pulled from the device. A review of the relevant log files and screenshots shows numerous drill disconnects caused by errors pointing to failure of the drills exposure motor. A relationship between the reported event and the device could not be established. The most likely cause of this event is the failure of the exposure motors in the drills used in the patient case, leading to drill disconnects. Refer to the real intelligence cori for knee arthroplasty user manual (500230), appendix d: recovery procedure guidelines for proper guide on how to recover to a manual case in the event of a system failure. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.